Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted september 02, 2019.

Manufacturer narrative:
This report is submitted 02 december 2019. - attachment: [151523 device analysis report.pdf].

Event description:
Per the clinic, the patient experienced pain with stimulation. The device was revised. It is unknown if "revised' means a re-positioning of the device or an explant.